Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegation of infection was not confirmed through laboratory analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. There were no other adverse patient effects reported.